Event description:
Patient allegedly received a celect platinum (pt) inferior vena cava (ivc) filter on (B)(6)2016 via the right common femoral vein due to post deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient alleges vena cava perforation and organ perforation. The patient further alleges abdominal pain. (B)(6) 2021, per a report from computed tomography; ¿the filter is not tilted but the cone of the filter is against the right wall of the ivc. The anterior strut penetrates 10 mm through the ivc wall. It penetrates into the duodenum. The left strut penetrates 12 mm through the ivc wall. The posterior strut penetrates 10 mm through the ivc wall. The right strut penetrates 11 mm through the ivc wall. It penetrates into the duodenum.¿

Manufacturer narrative:
Section e3: non-healthcare professional. G4: k211875. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/vena cava (vc) perforation, abdominal pain. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Unknown if the reported abdominal pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.